Event description:
Updated summary: customer reported having a low blood glucose below 3mmol/l. Customer said they had given a bolus at 6 o'clock and had the low within less than 24 hours. Customer said they never changed the settings but they think something is happening with the settings. Customer used a competitor's sensor. Auto mode was not used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia treated with glucagon and ems/ambulance/ER visit. The customer reported blood glucose value of 3 mmol/l. The event involved product(s) mmt-1782k. Troubleshooting was performed and the customer reported on the low blood glucose event due to the customer thinks of settings. Customer was using an insulin pump system within 48 hours of the reported low blood glucose event and the auto mode/smart guard feature was inactive at the time of the reported event. Customer does not believe the pump is over delivering. No further patient complications were reported. No product return is required for mmt-1782k.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.